Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device and provided images found evidence to support disassociation of the liner from the cup while implanted. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Health effect - clinical code: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery required due to luxation of the poly. Cup was revised because the head had been scratching against the cup. No surgical delay. Date of primary implantation: (B)(6) 2019 date of revision: (B)(6) 2021 operative side: right.